Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dermoid cyst of ovary and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), menopausal symptoms ("forced menopause"), dyspareunia ("dyspareunia"), cognitive disorder ("cognitive issues") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingectomy, right salpingo-oophorectomy, lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, neuromyopathy, menopausal symptoms, dyspareunia, cognitive disorder and ovarian cyst outcome was unknown. The reporter provided no causality assessment for ovarian cyst with essure. The reporter considered autoimmune disorder, cognitive disorder, dyspareunia, menopausal symptoms, neuromyopathy and pelvic pain to be related to essure. The reporter commented: the patient underwent davinci assisted total laparoscopic hysterectomy. Essure insertion detail: bilateral tubal ostia were identified. The essure was first placed on the left side and deployed with 5 coils visible in the uterine cavity. On the opposite side, the essure device was placed and deployed with 5 coils on that side as well. The hysteroscope was removed. The tenacul urn was removed from the cervix. Good hemostasis was noted. Lap count corrects at the conclusion. The patient was brought to the recovery room in stable condition. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and ovarian cyst". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dermoid cyst of ovary and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), menopausal symptoms ("forced menopause"), dyspareunia ("dyspareunia"), cognitive disorder ("cognitive issues") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingectomy, right salpingo-oophorectomy,lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, neuromyopathy, menopausal symptoms, dyspareunia, cognitive disorder and ovarian cyst outcome was unknown. The reporter provided no causality assessment for ovarian cyst with essure. The reporter considered autoimmune disorder, cognitive disorder, dyspareunia, menopausal symptoms, neuromyopathy and pelvic pain to be related to essure. The reporter commented: the patient underwent davinci assisted total laparoscopic hysterectomy. Essure insertion detail: bilateral tubal ostia were identified. The essure was first placed on the left side and deployed with 5 coils visible in the uterine cavity. On the opposite side, the essure device was placed and deployed with 5 coils on that side as well. The hysteroscope was removed. The tenacula urn was removed from the cervix. Good hemostasis was noted. Lap count corrects at the conclusion. The patient was brought to the recovery room in stable condition. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and ovarian cyst." Most recent follow-up information incorporated above includes: on 9-jul-2020: medical records received. Event "ovarian cyst' was added. Essure lot number was added. Reporter was added. On 9-jul-2020: medical records received. No new clinical information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms") and neuromyopathy ("neuromuscular problems") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dermoid cyst and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), menopause ("forced menopause"), dyspareunia ("dyspareunia") and cognitive disorder ("cognitive issues"). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingectomy, right salpingo-oophorectomy,lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, neuromyopathy, menopause, dyspareunia and cognitive disorder outcome was unknown. The reporter considered autoimmune disorder, cognitive disorder, dyspareunia, menopause, neuromyopathy and pelvic pain to be related to essure. The reporter commented: the patient underwent davinci assisted total laparoscopic hysterectomy. Concerning the injuries reported in this case, the following one/ones confirmed in patient¿s medical records: pelvic pain incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.